Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) for hyperglycemia on (B)(6) 2025. The patient¿s blood glucose level reached approximately 570 mg/dl while wearing the pod. The patient was also using a dexcom g6, which alarmed with a ¿high¿ alert. The patient¿s son administered an insulin injection using an insulin pen (dose unknown) before transporting the patient to the ER. Reported symptoms included confusion, stiff legs, and feeling unwell. Treatment at the ER included insulin administration via injection, intravenous fluids, and additional insulin therapy. The patient was discharged the same day ((B)(6) 2025). The pod was removed and discarded at the ER. The pod could not be returned as it was discarded at the hospital.